Event description:
It was reported that post-sensed t-wave oversensing on the ventricularlead was observed via merlin.net transmission. The patient is an asymptomatic.the patient received inappropriate atp. The oversensing was noted on a stored egm. The device will be reprogrammed during the next follow up.

Manufacturer narrative:
No medwatch form was received.